Event description:
During a review of complaint data it was identified that the reported premature eos allegation was in fact the result of a manufacturing voltage measurement calibration error investigated within an internal investigation and made evident by the generator's post-burn in electrical test results (trim diagvbat = 2.28) and the battery voltage measurement performed 14.327% of charge consumption (2.807v. As indicated within the investigation, the calibration error was found to be the result of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba). Due to this calibration error, voltage measurements performed by the generator following 7.5% of charge consumption are measured to be less than the actual voltage of the battery, which in turn, impacts the timing of the battery status notifications associated with the model 250 version 8.0 programming software. Remedial action was initiated on (B)(6) 2011 to address this issue by means of a safety alert notice that has been distributed to the patient's treating vns therapy physician which indicates that the patient's device has been affected by this issue in addition to recommended actions.

Manufacturer narrative:
Analysis of programming history.